Manufacturer narrative:
(B)(4). The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin pump was also received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. Please see medwatch report # 3004209178-2014-96914.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 112 mg/dl. The customer stated that he was caught in a rain shower, and the insulin pump had gotten wet when he received the button error alarm. He was unable to clear the alarm due to the keypad issue. Advised replacement of the insulin pump. Nothing further reported.